Event description:
It was reported that during the post-op device check, this implantable device was interrogated and showed that the estimated remaining battery had only 1 year remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. It was noted that the patient is not device dependent, and that their condition is stable. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that during the post-op device check, this implantable device was interrogated and showed that the estimated remaining battery had only 1 year remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. It was noted that the patient is not device dependent, and that their condition is stable. This device was received for analysis.